Event description:
Intra-aortic balloon pump malfunctioning - (B)(4), serial # (B)(6) - alarming "no electrocardiogram signal" I changed all the leads, moved the leads to different areas to see if signal would improve - called the iabp on call representative who instructed me to use a cable that was located in the blue bag on the side of iabp that would connect to our monitor - I did as she instructed - continued to alarm "no ECG signal " she then instructed me to get another ECG cord . We did not have another ECG cord available. We only have 2 iabps and both were in use. She then instructed me to turn off iabp (given patient was stable enough to withstand this) and turn back on. I did as instructed and when it came back on, ECG was working as it should.